Event description:
A surgeon reported that a broken haptic was noted on an intraocular lens (iol) after insertion. Enlargement of the surgical incision was required to facilitate removal of the damaged lens. Add'l info has been requested.